Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing resulting in untreated events. Technical services (ts) reviewed noting this was muscle noise and recommended to the health care professional (hcp), evaluating the subcutaneous electrocardiogram (s-ECG) in clinic to try to reproduce the noise. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient received an inappropriate shock while running on a treadmill, due to t wave oversensing. Ts discussed evaluating other vectors. Additional information was received that this patient received again one inappropriate electric shock due to oversensing.

Manufacturer narrative:
Field b5 describe event or problem was already updated. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing resulting in untreated events. Technical services (ts) reviewed noting this was muscle noise and recommended to the health care professional (hcp), evaluating the subcutaneous electrocardiogram (s-ECG) in clinic to try to reproduce the noise. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient received an inappropriate shock while running on a treadmill, due to t wave oversensing. Ts discussed evaluating other vectors.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing resulting in untreated events. Technical services (ts) reviewed noting this was muscle noise and recommended to the health care professional (hcp), evaluating the subcutaneous electrocardiogram (s-ECG) in clinic to try to reproduce the noise. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient received an inappropriate shock while running on a treadmill, due to t wave oversensing. Ts discussed evaluating other vectors.